Event description:
The account alleged the lockouts are activated but the functions will work off of battery power. The logic board diagnostics showed a supervisory relay error.

Manufacturer narrative:
The account found the coiled cable on the right side was damaged and wires were exposed. Repairs have not been completed.